Event description:
The customer alleges that the medical ampules were found broken in the tray. No patient or user injury reported.

Manufacturer narrative:
(B)(4). The reported complaint of broken medication ampules in the tray could not be confirmed based on the sample received. The customer returned one opened kit for investigation. However, all of the medication ampules were received intact. A device history record review was performed on the kit and the medication ampules with no evidence to suggest a manufacturing related cause. There were no visual defects found with the returned sample.